Event description:
The pt was implanted with his scs system on (B) (6) 2007. In the recovery room, stimulation was turned on and the pt reported being pleased with the coverage. Later that day, the pt asked for the stimulation to be turned off because he was too uncomfortable from the surgical pain. It was reported that 4 days later on (B) (6) 2007, the pt was feeling numbness and tingling in his legs. The pt had a mylegram and CT on (B) (6) 2007. The results are unk and no further info is available other than the lead was explanted and discarded by the hosp.

Manufacturer narrative:
Evaluation: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.